Event description:
It was reported that the tip of the bd luer-lok¿ syringe was found to be deformed when removing it from the packaging. The following information was provided by the initial reporter, translated from (B)(6): "when opening the syringe package, it was identified that the nozzle was crooked, making its use unfeasible".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported when opening the syringe package it was identified that the nozzle was crooked. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with no packaging blister. The syringe has the luer tip and luer lock damaged. No other defects or imperfections were observed. This defect could occur if there was a jam in the assembly line inducing the symptom reported. A device history record review was completed for provided material number 303552, lot number 1201153. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was performed. Alignment of the rails and conveyors were correct. The flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.